Event description:
The healthcare provider (hcp) reported the patient's device moved so they had to have a new device implanted. Relevant medical history includes non-malignant pain.

Event description:
Additional information received from the healthcare professional (hcp) reported that the patient first started experiencing the device migrating in (B)(6) 2015. The hcp noted that the position that the battery was in and the patient's body prevented charging of the battery. The hcp stated that as they were unable to charge or use the implant it was revised and moved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.